Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge.

Event description:
The customer reported via phone call that they have been smelling insulin. Customer was assisted with troubleshooting for pump exposed to fluid. Customer's blood glucose was unknown at the time of the incident. Customer stated that they were not sure if there was a leak but they have smelled insulin for a period of time. Customer stated that there was fluid under the insulin pump's lcd display. Customer was also assisted with troubleshooting for reservoir leak. Customer could not confirm reservoir leak but reported smelling insulin. The customer was advised to discontinue use of the insulin pump and to revert to the back-up plan. The reservoir will not be returned to analysis.